Event description:
Reportedly, the ventilator gave an audible shutdown alarm and suddenly stopped ventilating at stand by mode while in use on a pt. The ventilator was running on internal battery power at the time of this incident. The pt was ambu bagged for 30 minutes until alternate ventilator was attached. Please note that there was no serious injury in this case.